Event description:
The customer reported via phone call than he was trying to deliver a bolus but when pressing the act button, the screen scrolls back to the main menu. The customer also reported that the buttons have an intermittent response and the insulin pump alarmed button error. Customer stated that he has washing the car and his shirt got a little wet. Blood glucose value was 166 mg/dl. The customer also mentioned that she has had some low blood glucose events recently. Customer stated that the night before he was at 45 mg/dl but it was not caused by the insulin pump. Customer treated with tablets and juice. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive esc, act, down and up buttons due to corroded keypad traces. It was unable to perform any test due to unresponsive buttons. The device powered up properly after battery installation and no blank display was noted. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. Device had minor scratched lcd window, broken belt clip slot, cracked reservoir tube lip and missing end capsticker.